Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon device interrogation, the right atrial lead exhibited noise. The noise could not be reproduced. The device was reprogrammed and the patient would be monitored with routine follow up.